Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a implant date: 2015 (year only received.)

Event description:
Patient reported "rupture" confirmed via MRI. This record is for the right side. The device remains implanted.